Event description:
A malfunction alarm was reported on the customer's pump during pumping, identified as alarm 20. The customer declined to answer if the issue caused their blood glucose level to exceed 500 mg/dl, leaving the impact uncertain. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump to be shipped. The customer was also guided on returning the problematic pump using a pre-paid label and confirmed understanding of these instructions.